Event description:
A physician reported that during an intraocular lens (iol) implant procedure, while injecting , the leading haptic was bent the opposite way and physician wanted to stop injecting to allow the haptic to unravel. But, the iol kept delivering even though physician was not pressing on the gas pedal. The lens was delivered incorrectly, got caught on the malyugin ring and damaged the iris. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).